Event description:
It was reported that the drill runs by itself. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and the issue was confirmed. The e box was replaced and the old one will be evaluated further. The device was repaired and returned to the customer. This report will be updated if the investigation requires.